Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(6) of 2007. The field service engineer (fse) evaluated the system and determined the couch lowered due to a malfunction of the vertical brake of the couch. The fse replaced the vertical brake of the couch and performed couch operation testing resulting in no further problems. The issue was determined to be corrected. (B)(4).

Event description:
Philips received info from a customer site that a pt support (table) lowered all the way when a pt was put on the table. There was no report of injury to the pt or operator.

Manufacturer narrative:
(B)(4). On (B)(6) 2011, the customers at (B)(6) hospital, (B)(6) reported that after completing a clinical procedure, while attempting to unload the patient, the couch fell to its limit, when the patient was still on it. The patient was not harmed or injured after this event. The operator helped the patient to get off the couch and called the philips help desk to inform them of the event. A philips field service engineer (fse) was dispatched to the site. The fse arrived on site and evaluated the system. Upon evaluation of the system, the fse determined that the vertical brake was broken, which caused the couch to move downwards to its limit. The fse confirmed that the descent of the couch was not sudden, but slow, and thus, the patient did not fall suddenly. On (B)(6) 2011, the fse replaced the vertical brake to resolve the issue. As a precautionary measure, he also replaced the ball bearing, ball screw assembly, vertical motor assembly, and encoder belt. After service, there was no recurrence of the issue; the system was working as specified. The defective brake could not be recovered from the site as the event occurred 4 years ago. Review of service work orders for the customer site confirmed that the vertical brake field change orders (fco) (B)(4) were performed at the site on (B)(6) 2011 and (B)(6) 2013, respectively. Since there were no parts returned from the field, a root cause of the issue could not be determined by engineering. The fse stated that the issue occurred due to a broken vertical brake, and replaced it (along with ball bearing, ball screw assembly, vertical motor assembly and encoder belt) to resolve the issue. Engineering determined the issue to be acceptable risk. In the event that there is uncontrolled up/down motion of the patient couch due to a mechanical failure, it would not be likely to cause or contribute to death or serious injury because: design of brake fail-safe for couch movement. Brake is engaged with loss of power. Design critical components with high strengths according to iec-60601-1. Additional brake when no movement command is given. Design employs a 4:1 minimum safety factor. Safeguards: electrical power loss automatically engages the spring-actuated brake, when system not in motion, brake is applied, (3) brake can suspend full load even when being driven downward by motion system, (4) a lock tab is employed on the screw of the motor to lead screw coupling. Vertical brake hardware connected to motor shaft held in place with mechanical fasteners as well as bonded to motor shaft. When the couch has the ¿bedrock¿ configuration, the geared motor shall hold the couch at maximum load when the motor brake is not functional or removed.